Manufacturer narrative:
Device was received, and evaluated. Evaluation determined that the device was found with dents on the outer tube, and distal tip. The cover glass was found broken, and no image was observed due to fractured lens. The device was placed for repair. The reported issue was confirmed. Root cause of the failure is unknown. Likely probable cause can be due to users handling, and or maintenance issue.

Event description:
It was reported that device was found bent, and could not see through the unit outer tube. There were no further details provided regarding the event. No patient involvement on this report. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the device evaluation results, damages to the device could result from a physical impact attributed to user mishandling. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects. Olympus will continue to monitor complaints for this device.